Event description:
Reporter indicated that his vns therapy programming handheld was malfunctioning, in that it was "going back and forth between the hp invent screen and cyberonics software randomly." Good faith attempts to obtain the programming handheld for product analysis are currently being made.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.